Manufacturer narrative:
H10: of the thirteen devices, eleven lot numbers were provided and lot history reviews were performed. Of the thirteen reported malfunctions, six devices were returned for evaluation. Self-activation was observed for four of the six returned devices. The investigation is inconclusive for the other two returned devices. A root cause has not been determined. The devices were labeled for single use. H10: b5, g4. H11: h6 (results 1, conclusion 1). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model mc1410 biopsy instruments allegedly self-activated. These reports were received from various sources. Of the twelve events, four did not involve patients, and eight involved patients with no patient consequences or injury. One patient was reported to be 18-years-old and another patient was reportedly female, all other patient ages, weights, and genders were not provided.

Manufacturer narrative:
H10: of the fifteen devices, fourteen lot numbers were provided and lot history reviews were performed. Of the fifteen reported malfunctions, six devices were returned for evaluation. Self-activation was observed for five of the six returned devices. The investigation is unconfirmed for the last returned device. The remaining nine investigations were inconclusive for self-activation. Of the fifteen malfunctions, one had trending code updated to 2981. A definitive root cause has not been determined. The devices were labeled for single use. H10: g4, h6(device code-2981 material twisted). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicated that model mc1410 biopsy instruments allegedly self-activated. These reports were received from various sources. Of the fifteen malfunctions, six did not involve patients, and nine involved patients with no patient consequences or injury. One patient was reported to be 18-years-old and two patients were reportedly female, all other patient ages, weights, and genders were not provided.

Manufacturer narrative:
For six of the twelve reported events, the devices were returned to bd for evaluation. The company is still investigating the issue at this time. (Corporate lot no - rebv0578, reax0225, reat2252, recn2355, recs1213, reby052, recy7978, recu1406, unknown).

Event description:
This report summarizes twelve malfunction events. A review of the events indicated that model mc1410 biopsy instrument experienced self-activation. These reports were received from various sources. Of the twelve events, four did not involve patients, and eight involved patients with no patient consequences or injury. One patient was 18 years old and all other ages and patient weights were not provided. Of the reported patients, one was female and all other genders were not provided.